Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated device, three infrarenal and a limb extension. This procedure was an off label case which on completion of the implant an angiogram showed contrast as a contained leak which required further action. On completion of the procedure the issue appeared to be resolved. On (B)(6) 2015 patient came in emergently due to abdominal pain. A computed tomography showed an endoleak 3b where the first left common iliac artery of the main body ruptured in addition to the rupture, bifurcation contrast was going outside the main body ptfe. The physician elected to reline the graft with gore device and snorkel it with zibahan. Patient is stable.